Manufacturer narrative:
(B)(4). Date sent: 12/07/2020 d4: batch # u5c92f f10/h6: component code: g04 device analysis: the analysis results found that the cdh25a device arrived with no apparent damage, with 17 staples in the pockets and with the breakaway washer uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the endoscopic right hemicolectomy surgery, when severing colon tissue, after fired, noted some staples malformed with irregular shape( with straight leg). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.